Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the keypad response issue could not be duplicated or confirmed, and the moisture behind the display could not be confirmed. The pump was returned with no visible damage to the keypad. All of the keypad buttons were fully responsive. The keypad cover was removed and no contamination was found any of the keypad buttons. Unrelated to the initial complaint, the display screen was discolored. The battery compartment was cracked. The pump failed the leak test due to the battery compartment leak. The pump cover was removed and internal moisture was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.